Event description:
The device was deployed into the left anterior cerebral artery aneurysm. As the physician was attempting to detach the coil (subject device), it was noted that the proximal end of the delivery wire broke. The coil was removed from the patient. The same issue occurred with a second coil and this was also removed from the patient without issue. The procedure was completed using other coils. There was no clinical consequence to the patient.

Manufacturer narrative:
The device was not available for analysis. Based on the information received stated "proximal end that broke down was being handled by the doctor", the pusherwire breakage was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event.

Event description:
The device was deployed into the left anterior cerebral artery aneurysm. As the physician was attempting to detach the coil (subject device), it was noted that the proximal end of the delivery wire broke. The coil was removed from the patient. The same issue occurred with a second coil and this was also removed from the patient without issue. The procedure was completed using other coils. There was no clinical consequence to the patient.